Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had redness under the left therapy electrode on his back. The irritation was reportedly like a sunburn with peeling skin. The patient's physician prescribed ointment for the irritation. The medical outcome of the irritation is unknown.